Event description:
Ous MDR - after an implantation time of about 14 months, it was reported that oversensing without shock delivery was detected via home-monitoring. No deterioration of the patient's state of health was reported. The lead was explanted.

Manufacturer narrative:
The analysis of the lead showed fraying of the insulation at about 28 cm distal of the is-1 connector pin, as well as damage to the coating of the rope conductor to the ring electrode at just that site. This damage manifestation indicates significant mechanical stress during the operating time. The position and type of this external fraying are characteristic for a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction of the lead at the ICD housing. This insulation damage can with high probability be regarded the cause of the clinical complaint. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. In addition, the analysis showed that the insulation of the lead body was massively damaged by squashing about 35 cm distal of the is-1 connector pin, as well as damage to the coating of the rope conductors at just that site could be noted. The observed damage manifestation is with high probability due to the "subclavian crush syndrome". There were no indications of material defects or manufacturing errors.